Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with the procedural outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast reconstruction with a 500cc mentor memorygel breast implant prosthesis and was dissatisfied with the procedural outcome. In 2015, the patient felt that her left breast appeared too big compared to the right breast. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor memorygel breast implant (catalog #: 3502751bc, left serial #: (B)(4)) on (B)(6) 2020.